Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and haemorrhagic anaemia ("anemia secondary to the bleeding") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), haemorrhagic anaemia (seriousness criterion medically significant) and menorrhagia ("menorrhagia"). The patient was treated with surgery (total hysterectomy). At the time of the report, the pelvic pain, haemorrhagic anaemia and menorrhagia outcome was unknown. The reporter considered haemorrhagic anaemia, menorrhagia and pelvic pain to be related to essure (ess205). The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/ pain') in a 38-year-old female patient who had essure (ess205) (batch no. 12280776) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gastric banding in 2003, obesity, ovarian cyst, uterine fibroids, gastric bypass, laparoscopy, cystourethroscopy, weight loss (70 pounds), pelvic peritoneal adhesions (female), premenopausal symptoms, genital herpes and vulva ulceration. Concurrent conditions included rheumatoid arthritis since (B)(6) 2016, hypertension since 2003, vaginal discharge, vaginal odour, ovarian infection and vaginitis. Concomitant products included medroxyprogesterone acetate (depo provera) since 2000 to (B)(6) 2012 for contraception as well as clonazepam (klonopin), docusate sodium, escitalopram oxalate, folic acid, ibuprofen (motrin), levonorgestrel (mirena), lubiprostone, minocycline, paracetamol (acetaminophen), tramadol and zolpidem tartrate. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia/ abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2006, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2011, the patient experienced blood loss anaemia ("anemia secondary to the bleeding/ blood or heart disorder/condition- type: anemia"), 5 years 10 months after insertion of essure (ess205). On (B)(6) 2011, the patient experienced device dislocation ("migration/failure to occlude (close) fallopian tube(s)-right fallopian not patent/unilateral occlusion (left tube occluded)/right side is patent and spill dye"). In (B)(6) 2016, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced rheumatoid arthritis ("rheumatoid arthritis"), abdominal pain ("abdominal aera pain"), hypertension ("hypertension"), urinary tract infection ("urinary tract infection") and post procedural complication ("post removal complications"). The patient was treated with alprazolam, duloxetine hydrochloride (cymbalta), hydrochlorothiazide (hydrochlorthiazid) and surgery (total hysterectomy on (B)(6) 2013). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the pelvic pain, device dislocation, menorrhagia, vaginal haemorrhage and urinary tract infection had resolved, the rheumatoid arthritis, blood loss anaemia, depression, anxiety, migraine, headache, dysmenorrhoea, weight increased, hypertension and post procedural complication outcome was unknown and the abdominal pain was resolving. The reporter considered abdominal pain, anxiety, blood loss anaemia, depression, device dislocation, dysmenorrhoea, headache, hypertension, menorrhagia, migraine, pelvic pain, post procedural complication, rheumatoid arthritis, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Current weight 220 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: unilateral occlusion (left tube occluded). Doctor said one of the tubes was not completely blocked.; on an unknown date: essure device was successfully occluded. Ultrasound pelvis - on (B)(6) 2004: ovarian cyst right; on (B)(6) 2011: uterine leiomyomas. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- pelvic pain, menorrhagia, dysmenorrhea, hypertension, migraine, headache. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff information form received. Events¿ pelvic pain, menorrhagia, vaginal bleeding and anemia¿ outcome was updated to recovered/resolved. Previously reported event" anemia" seriousness criterion was updated to non-serious. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/ pain'), blood loss anaemia ('anemia secondary to the bleeding/ blood or heart disorder/condition- type: anemia') and rheumatoid arthritis ('rheumatoid arthritis') in a 38-year-old female patient who had essure (ess205) (batch no. 12280776) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)-right fallopian not patent/unilateral occlusion (left tube occluded)/right side is patent and spill dye" on (B)(6) 2011. The patient's medical history included gastric banding in 2003, obesity, ovarian cyst, uterine fibroids, gastric bypass, laparoscopy, cystourethroscopy, weight loss (70 pounds), pelvic peritoneal adhesions (female), premenopausal symptoms, genital herpes and vulva ulceration. Concurrent conditions included rheumatoid arthritis since (B)(6) 2016, hypertension since 2003, vaginal discharge, vaginal odour, ovarian infection and vaginitis. Concomitant products included medroxyprogesterone acetate (depo provera) since 2000 to (B)(6) 2012 for contraception as well as clonazepam (klonopin), docusate sodium, escitalopram oxalate, folic acid, ibuprofen (motrin), levonorgestrel (mirena), lubiprostone, minocycline, paracetamol (acetaminophen), tramadol and zolpidem tartrate. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia/ abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2006, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2011, the patient experienced blood loss anaemia (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced rheumatoid arthritis (seriousness criterion medically significant), abdominal pain ("abdominal aera pain") and hypertension ("hypertension"). The patient was treated with alprazolam, duloxetine hydrochloride (cymbalta), hydrochlorothiazide (hydrochlorthiazide) and surgery (total hysterectomy on (B)(6) 2013). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the pelvic pain and abdominal pain was resolving and the blood loss anaemia, rheumatoid arthritis, menorrhagia, depression, anxiety, migraine, headache, dysmenorrhoea, weight increased and hypertension outcome was unknown. The reporter considered abdominal pain, anxiety, blood loss anaemia, depression, dysmenorrhoea, headache, hypertension, menorrhagia, migraine, pelvic pain, rheumatoid arthritis, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Current weight 220 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: unilateral occlusion (left tube occluded) doctor said one of the tubes was not completely blocked.; on an unknown date: essure device was successfully occluded.. Ultrasound pelvis - on (B)(6) 2004: ovarian cyst right; on (B)(6) 2011: uterine leiomyomas. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- pelvic pain, menorrhagia, dysmenorrhea, hypertension, migraine, headache. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-may-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ pain"), blood loss anaemia ("anemia secondary to the bleeding/ blood or heart disorder/condition- type: anemia") and rheumatoid arthritis ("rheumatoid arthritis") in a 38-year-old female patient who had essure (ess205) (batch no. 12280776) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)-right fallopian not patent/unilateral occlusion (left tube occluded)/right side is patent and spill dye" on (B)(6) 2011. The patient's medical history included obesity, ovarian cyst, uterine fibroids, gastric banding in 2003, gastric bypass, laparoscopy, cystourethroscopy, weight loss (70 pounds), pelvic peritoneal adhesions (female), premenopausal symptoms, genital herpes and vulva ulceration. Concurrent conditions included vaginal discharge, vaginal odour, ovarian infection, vaginitis, hypertension since 2003 and rheumatoid arthritis since (B)(6) 2016. Concomitant products included medroxyprogesterone acetate (depo provera) since 2000 to (B)(6) 2012 for contraception as well as clonazepam (klonopin), docusate sodium, escitalopram oxalate, folic acid, ibuprofen (motrin), levonorgestrel (mirena), lubiprostone, minocycline, paracetamol (acetaminophen), tramadol and zolpidem tartrate. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia/ abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2006, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2011, the patient experienced blood loss anaemia (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced abdominal pain ("abdominal aera pain"), hypertension ("hypertension") and rheumatoid arthritis (seriousness criterion medically significant). The patient was treated with alprazolam, duloxetine hydrochloride (cymbalta), hydrochlorothiazide (hydrochlorthiazid) and surgery (total hysterectomy on (B)(6) 2013). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the pelvic pain and abdominal pain was resolving and the blood loss anaemia, menorrhagia, depression, anxiety, migraine, headache, dysmenorrhoea, weight increased, hypertension and rheumatoid arthritis outcome was unknown. The reporter considered abdominal pain, anxiety, blood loss anaemia, depression, dysmenorrhoea, headache, hypertension, menorrhagia, migraine, pelvic pain, rheumatoid arthritis, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Current weight 220 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: unilateral occlusion (left tube occluded) doctor said one of the tubes was not completely blocked.; on an unknown date: essure device was successfully occluded.. Ultrasound pelvis - on (B)(6) 2004: ovarian cyst right; on (B)(6) 2011: uterine leiomyomas. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- pelvic pain, menorrhagia, dysmenorrhea, hypertension, migraine, headache, most recent follow-up information incorporated above includes: on 13-may-2019: pfs and mr was received. Reporter information was updated. Essure explant date and lot number added. Event severe pelvic pain was updated to severe pelvic pain/ pain, anemia secondary to the bleeding was updated to anemia secondary to the bleeding/ blood or heart disorder/condition- type: anemia and menorrhagia was updated to menorrhagia/ abnormal bleeding (menorrhagia). New events: vaginal hemorrhage, depression, anguish, migraine, headache, dysmenorrhea, device ineffective, weight gain, abdominal pain, hypertension, rheumatoid arthritis were added. Medical history, historical drugs and concomitant drugs were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.